Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra meter was powering off during use. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the pt on (B) (6), 2010, to classify this case. The pt alleged that the product issue began right before eating her lunch on (B) (6), 2010. The pt claimed that after applying her blood into the test strip that was already inserted into the subject meter, the subject meter would suddenly turn off. The pt informed the mss that she tests her blood glucose from 4 to 6 times a day, usually before and after her meals. The pt stated that she manages her diabetes with humalog (15 units with a sliding scale, 3 times a day) and lantus (30 units at bedtime) insulin. The pt confirmed to the mss that she did not change her usual diabetes routine due to the alleged product issue. Within minutes after the alleged issue began, the pt claimed that she contacted the lfs customer service line to troubleshoot what was wrong with the meter. During the cca call, the pt claimed that she developed a "headache, was sweaty, and had a tingly lip". The pt ended the call with the cca because the pt claimed she realized she was having a low blood sugar event. The pt claimed that she attempted to stand up from her bed to get treatment for her symptom, but she became dizzy and fell back down on the bed and hit her head on the dresser. The pt stated that she called for her daughter in the next room who allegedly found her jerking and incoherent. The pt stated that her daughter treated her with a glass of orange juice and she felt better minutes after the treatment. The pt denied testing on any other meter and denied requiring further medical treatment for her symptoms since the alleged meter issue began. During the troubleshooting session, the cca concluded that the subject meter required battery replacement per the owner's manual recommendation. The pt did not have a new battery for the meter at the time of the call. Replacement meter and supplies were sent to the pt. This complaint is being classified as MDR-reportable because the pt claims she was unable to test her blood glucose due to the reported issue, reportedly development symptoms suggestive of hypoglycemia, and required treatment from a family member after the alleged meter issue began. However, there is no evidence that the reported meter performed improperly, because it was concluded through troubleshooting that he meter required battery replacement.